Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) and ethernet cable. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported failure. The unit was tested on an in-house system and it triggered error 32098 pointing towards the axes controller spar (acs) printed circuit assembly (pca). The cannula was opened and there was fluid intrusion found on the chipencoder virtual absolute (cva) pca and flat flex cable (ffc). The cva pca and ffc were replaced but the issue did not resolve. There was fluid intrusion on the acs pca and cva connector port on the acs pca. Swapping a test pca did not resolve the issue. The axes controller spar cannula (acsc) pca was swapped but the issue still did not resolve. Finally, the acs pca, acsc pca, cva pca, cannula ffcs were swapped out and the error resolved. On psc fixture test platform (pftp) the unit passed direction test, carriage lissajous, sine cycle, friction test, brake test, carriage strength, carriage switches, fan test, and fiber test.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an issue with universal surgical manipulator (usm) 3. The site disabled usm 3 and performed the surgery with 3 arms. The technical support engineer (tse) reviewed the logs and found several error 1105 pointing to an ac switch error on the axes controller spar (acs) in usm3 indicating invalid cannula. The procedure was completed with no reported injury.